Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. A, 5076-52 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient went to the clinic due to alarm sounding. It was noted there was oversensing and pacing impedance fluctuations on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.